Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, when the cut lever was pressed, it could not return to initial position. No dirt was found inside the jaws. The product did not lock on tissue, and was removed from the tissue without damaging it. Additional tissue resection was not required and no bleeding occurred. Another device was used to complete the procedure. There was no patient injury.